Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (highest concentration) and bupivacaine at unknown doses and concentrations via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that beginning on an unknown date the patient was feeling off and inquired about whether the pump would alarm if it was empty. It was noted that the patient had a refill scheduled for (B)(6) 2018. The caller stated that for months the patient has had numbness in his stomach; the numbness was reported to be especially noticed after receiving a bolus "my whole midsection goes numb". It was noted that the patient had been flying and using hot tubs. The caller stated that the last 8 hours he has felt withdrawal symptoms: clammy and sweaty. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient came into the office with withdrawal symptoms. The hcp aspirated the pump and was expecting 13.7 cc but the actual was 0 cc. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis found damage to the septum however it did not result in a leak during bench testing in the laboratory. Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient died due to acute mixed drug intoxication. The patient died on (B)(6) 2018. The device was removed on (B)(6) 2018. The patient's weight was (B)(6) lbs. No further complications were reported.